Manufacturer narrative:
Additional information provided in sections d.9. H.3. H.6. And h.10. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. A phacoemulsification handpiece (hp) was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The phaco handpiece was received for this investigation. A visual assessment of the returned sample found a worn red dot and strain relief damage. The returned handpiece was connected to a calibrated resistance test box and passed the resistance test. However, the dissipation was found to be out of specification. The returned handpiece was connected to a calibrated system. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the irrigation and aspiration lines were in specification. System message (sm) displayed when the handpiece attempted tuning. The cable jacket was stripped near the connector strain relief revealing broken wires. The returned handpiece was found to functionally exhibit no problems relating to the reported occlusion event. Therefore, the root cause of the reported event is inconclusive. The root cause of the reported adverse events remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the during the pre-phacoemulsification phase the ophthalmic handpiece exhibited occlusion. The burning of the entrance tunnel was detected in the patient's eye and closed with a stitch. The procedure was ended as scheduled by replacing the product with another.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).